Event description:
While reviewing printing issues with the facility, we identified that a pt being treated was triggering software marker distance warnings each time the software was being utilized. Our review identified that the marker coordinates were set to millimeters, even though the values were in centimeters. Correcting the units changed the recommended shifts for the treatment plan. The radiation oncologist had been reviewing the shifts calculated by isoloc daily, prior to treatment. Despite the warnings, the doctor was still of the opinion that the shifts calculated were reasonable, and hence that radiation was being delivered to the correct location.

Manufacturer narrative:
This is an instance of possible mistreatment as a result of continued treatment in the event of software warnings. As the radiation oncologist had reviewed the calculated shifts daily prior to treatment, the doctor is of the opinion the treatment plan was reasonable and the radiation was being delivered into the correct location. No pt injury occurred as a result of this monitoring. A notification letter was generated and mailed out to all users on 3/10/05 to notify them that they should not ignore software warning messages.